Event description:
A report was received that the patient was experiencing pain and muscle spasms following a trial procedure. The patient was given IV pain medication and IV anti-inflammatory medication without any success. The physician explanted patient's leads as they were irritating and the trial was aborted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The leads were analyzed and passed all tests. The leads exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing pain and muscle spasms following a trial procedure. The patient was given IV pain medication and IV anti-inflammatory medication without any success. The physician explanted patient's leads as they were irritating and the trial was aborted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead, 50cm.